Event description:
Patient reported obtaining a blood glucose result of 503 mg/dl, while using the suspect device. Based on this result, patient reportedly bolused 20 units of insulin "aspart". Patient stated that, within 30 minutes, he was "out of it" (sweating and confused). Patient reportedly retested blood glucose, using the suspect device, and obtained a result of 39 mg/dl. Patient indicated that a relative treated him with a glass of orange juice, after which his blood glucose reportedly measured >70mg/dl. No additional treatment was received. Patient's current condition: "fine". Patient noted that he is currently obtaining erratic blood glucose results. Patient stated that multiple tests were performed , within 5 minutes on the suspect device, with results of 500 mg/dl, 330 mg/dl, 400 mg/dl, and 200 mg/dl. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.